Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator had reached elective replacement indicator (eri). The remaining longevity was calculated on 6/4/09 to 1.5 years. The device reached eri in a year though normal electrical characteristics and current drain were observed.

Event description:
It was reported that the pulse generator exhibited rapid battery depletion. Measured battery data was 2.48 v, 18.9 kohms, 10 ua, magnet rate 85.4 ppm. Twelve months prior, measured battery data was 2.75 v, 2.7 kohms, 14 ua, magnet rate 98.5k ohms. The pulse generator was explanted.